Manufacturer narrative:
Batch reviews performed on 24 april 2017. Lot 165415: (B)(4) items manufactured and released on 02 november 2016. Expiration date: 2021-10-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc trio acetabular shell no-hole ø 54, code 01.26.45.1154, lot. 165406 (k122911) (B)(4) items manufactured and released on 05 december 2016. Expiration date: 2021-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not explanted.

Event description:
During impaction of the liner, it didn't seat correctly and was sitting slightly above the level of the shell. The surgeon removed the liner and repositioned it before impacting with success.